Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending section cover has discoloration, connecting tube has a wrinkle, connecting tube has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value, right/left (up/down) knob has foreign objects, switch box has stain, universal cord has a scratch, universal cord has stain, suction connector has stain, electrical connector has corrosion, light guide cover glass has stain, forceps control lever has foreign objects, forceps elevator does not raise / fall smoothly (skipping). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope had an orientation issue and elevator play. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography procedure and the procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, it was found that there was forceps elevator and knob wire has foreign objects, adhesive on bending section cover has foreign objects, forceps control lever has foreign objects and up/down and right/left knob has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer reprocessing information. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The local olympus office reported that the customer was trained to clean, disinfect, and sterilize the devices in accordance with the device instructions and there was no delay in precleaning after procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection and sterilization procedures. During investigation, the foreign material could not be identified and the cause of the foreign material remaining was not established. The investigation could not establish whether the customer's reprocessing deviated from the device instructions. The root cause of the issue could not be confirmed. Olympus will continue to monitor field performance for this device.